Event description:
When the ventilator was inspected after a new o2 sensor had been inserted, the message "o2 sensor calibration failed" appeared on the screen and the o2 level fluctuated with respect to the set value. There was no patient involvement in this incident. Investigation is ongoing.

Manufacturer narrative:
Within the UDI-pi project, hamilton medical did realize that the reported device (brand name: hamilton-g5 / model number: 159003 / catalog number: 159003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
When the ventilator was inspected after a new o2 sensor had been inserted, the message "o2 sensor calibration failed" appeared on the screen and the o2 level fluctuated with respect to the set value. There was no patient involvement in this incident. Investigation is ongoing.